Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). This event was initially filed under 0001822565-2018-05753, however, additional information was received and manufacture site found. Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product packaging was opened and the product was discovered to have an unknown substance on the thread of the lag screw. The product was not used and another product was used to complete the procedure without any issues.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Visual inspection of the returned product confirmed the complaint as foreign material is noted to be stuck to the threads of the lag screw. The material a part of the device but was not conclusively identified and could potentially be a mixture of magnesium aluminum silicate and an acrylic. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.